Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted with lines and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for display distorted with lines and dots was observed and attributed a damaged lcd color cable. Therefore, the lcd color cable was replaced. The device was recertified and returned to the customer. It could not be firmly established how the cable became damaged. Analysis of reports of this type has not identified an increase in trend.